Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part #310.63, synthes lot#pe02721; release to warehouse date: 28-sep-2016, 07-oct-2016; expiration date: n/a; supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of the tip of a drill bit and also the tip of a cannulated screwdriver broke off during a hip pinning of a proximal femur on (B)(6) 2017. While using the bit, a piece of the tip broke off. Most of the broken tip was retrieved, but some fragments were left in the patient. A cannulated screwdriver shaft tip also broke, and all fragments were retrieved. It is likely that a surgical delay occurred due to trying to remove the broken tip pieces as well as obtaining back-up devices. The procedure was completed successfully with the patient in stable condition. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. One broken drill bit and one broken screwdriver were received for evaluation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices are already broken. The brittle fracture exists in the distal cutting flute area. The sheared off fragment(s) were not returned. The cannulation (inside diameter) and the major and minor cutting flute outside diameters near location of breakage could not be accurately measured as the brittle fracture caused part of the wall to collapse internally and part of the wall to splay out externally. Relevant drawing was reviewed. No product design issues or discrepancies were observed. No definitive root cause could be determined. It was estimated as most likely due to excessive off-axis force resulting in resistance with guide wire. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was ten (10) minutes of surgical delay.